Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection . Through visual inspection, the motor sockets were confirmed to be corroded and the flex assembly was damaged.

Event description:
It was reported at the user facility, the handpiece heated up at the connection of the cable. The event occurred immediately after pressing the food pedal for the first time. There were no flames visible. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported at the user facility, the handpiece heated up at the connection of the cable. The event occurred immediately after pressing the food pedal for the first time. There were no flames visible. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.